Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
On (B)(6) 2020, when the end user changed her wafer, she experienced a skin irritation along with tear about the size of a quarter under the white tape collar. She did not report any bleeding. She treated the skin tear with over-the-counter triple antibiotic ointment and applied a bandage, then her new wafer. She had an electronic consultation with her primary care physician, who diagnosed mild infection and prescribed oral bactrim for 7 days. Reportedly, the patient continued to use the product. The site was now smaller and appeared to be healing. Her normal wear time was 3 days. No photo is available at this time.